Manufacturer narrative:
Upon disassembly, widespread corrosion was observed. The presence of widespread corrosion, especially in the motor assembly, is likely to cause or contribute to the handpiece operating without user activation.

Event description:
It was reported that the micro reciprocating saw ran without user activation during a routine equipment eval at the user facility. By a MFR's service technician. There was no pt involvement, and there were no user injuries or adverse consequences.